Event description:
Last year I had lasik eye surgery on (B)(6) 2015. I have been evaluated by my eye doctor of almost eight years, dr. (B)(6) and was recommended to (B)(6) centers. My doctors countertop is lined with their advertisements. When I was evaluated by my physician, he remarked at how dry my eyes were, I didn't know it at the time because I was not given the results but I scored the lowest on the dry eye exam which is an [invalid] test. I went to the (B)(6) center for a preop exam. The evaluating optometrist there commented that if it was not (B)(6), he would say let's not do this because my eyes are so dry. I had never complained of dry eyes only my contacts taking after working a 12 hour shift in the hospital. I had the procedure on (B)(6) 2015. Just prior to the procedure, they gave me alternative information that was presented including that it wasn't safe compared to contacts and glasses and they presented all of the negatives then. The procedure was extremely terrifying. As someone who is fun to have a spinal tap's and other medical procedures, I thought it would be fine. However, I had nightmares for several months regarding watching my cornea lift off my eye after being cut and going blind. Afterwards, I began their regimen of eyedrops. Wanting no complications, I was especially adherent to their prescribed regimen. The next day, they said that I had very dry eyes in the lower region. Since that time, I have been under the care of dr. (B)(6) making routine visits. As well as several other visits due to complications including sties lacrimal gland infections, redness and swelling carrie at I tried every single type of eyedrop and was put on restasis without any inflamed and I use my inhaler do you won't light wheezing. About two days later, I noticed a white exudate from my right eye from the lachrymal glands duct. I also had blurred vision in my right lower eye. I called both (B)(6) and my eye doctor. I went in to my eye doctor and was prescribed ochse floxin and az pack which I followed for about 10 days. Afterwards, I noticed that I have permanent vision decrease in the lower part of my right eye. I called (B)(6) in a panic. I described my symptoms and the doctor (B)(6)I stated that I likely had corneal erosion. I was waking up with a tearing pain in my eyes and had permanent severe redness that was never decreased with drops. I then went to see an ophthalmologist who prescribed auto logus serum eyedrops. My current regimen is an exhausting two hours asd, at least 2 to 3 drops in between this of systane, and refresh p.m. At night. My vision is blurred for at least a third of the day due to dryness. I find it extremely hard to work around the schedule but also to see clearly is almost impossible. I have almost given up on reading. This has been an extreme detriment to my health, life, and financial well-being. I'm spending (B)(6) dollars a month just on eye care and I spend most of my time taking care of my sick eyes. I have a permanent pain in my left eye which no one has been able to tell me. It looks like varicose vein's in the left lateral corner of the skin. It burns all the time. My prescription is different in each eye and this causes a constant headache and the inability to see most things. I see halos around anything white or anything with a light to the point that I need to wear glasses indoors and while driving. At work, my vision becomes worse every 30 minutes or so to the point that I can't even see for a shock was delivered on a telly strip or read. I was a formerly healthy person with no other ailments this procedure. Both evaluating optometrist cleared me for surgery despite obviously being at high risk. There's a word for that: malpractice.